Event description:
It was reported that the pump malfunctioned after being exposed to cold weather. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support again if the issue re-appears.